Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose dropped as low as 35 mg/dl. The customer declined troubleshooting for the low blood glucose. The insulin pump was not replaced or returned for analysis.